Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue began on (B)(6) 2016 at 8:30pm when she allegedly obtained a blood glucose result (actual result not known) using the subject meter which she felt was elevated compared to her feelings and/or usual results. The patient manages her diabetes using an insulin pump and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient stated that she experienced symptoms of shaky, nervous and fast heart-rate approximately 1 hour after the alleged issue began, and reportedly self-treated by consuming additional food and/or drink on (B)(6) 2016 in response to the reported issue. The patient stated that her blood glucose was measured using another device on (B)(6) 2016 with a reading of 240mg/dl. At the time of troubleshooting, the csr confirmed that the test strips were stored correctly and within expiry, but was unable to confirm if the meter was set to the correct unit of measure because the patient did not have her testing supplies at the time of the call. The csr noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.